Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 09/19/2014 with the following findings: the complaint could not be duplicated with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were appropriately responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, moisture was observed behind the display lens. A display lens leak was found during leak testing. Investigation revealed the display screen was dim and discolored. Moisture was observed on the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. Allegedly, an under-delivery of insulin occurred due to the keypad issue. A blood glucose greater than 250mg/dl, with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.